Event description:
It was reported that a patient presented to clinic for regular follow up visit. Oversensing issues were observed on a stored egm. Programming changes were made. Patient condition was stable.